Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery. Following pre-dilatation with a 20mm x 2.0mm maverick balloon catheter, a 20mm x 2.75mm synergy stent was advanced. Post-dilatation was performed with a 2.75mm x 12mm nc emerge balloon catheter for three times, each time at 11 atmospheres for 30 seconds. However, during the third inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of same device. No patient complications were reported and the patient condition was stable.

Manufacturer narrative:
Device evaluation by MFR.: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 13mm from the tip. There is blood present inside the balloon and inflation lumen. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed a rupture to the balloon.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery. Following stent deployment, a 2.75mm x 12mm nc emerge balloon catheter was used for post-dilatation. However, during the third inflation at 11 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.